Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from the spouse of a patient, reporting that the tubing of the pump had become disconnected at the yellow connector. The pump was powered down and they were instructed to call and speak with the doctor in anesthesia at their facility. Later that same day, approximately 40 minutes later, patient called back stating their doctor guided them through a reconnect and now they need the pump activated again. Patient was guided through a restart and the pump resumed normal infusion. Patient did not lose any doses but they were delayed a bit. No alarming occurred. Patient was able to complete therapy without any further complications. Device operator was a patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.